Event description:
It was reported there is no ventricular output control; it stays between 9 and 10ma (milliamps). The knob turns freely but doesn't change output. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle output is not adjusting. The encoder flex was found out of electrical specification. Ventricle output knob is missing. Both bail covers, both bails, ring, and ring cover are missing. Two case screws and ring cover screw are missing. Battery drawer and battery drawer 0-ring are missing.